Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient hemolyzed and their lactate dehydrogenase was too high. There was suspicion for pump thrombosis, so the patient's heartmate ii was exchanged to a heartmate 3 on (B)(6) 2025. Inotropes were initiated. As of 08aug2025, no further information was available.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported event of suspected thrombus. A direct correlation between (B)(6) and the reported hemolysis could not be conclusively established through this evaluation. Furthermore, a direct correlation between the reported hemolysis and the suspected thrombus could not be conclusively determined. (B)(6) was returned assembled with the driveline severed approximately 3.0¿¿ from the pump housing. The distal portion was returned in one segment measuring approximately 24.0¿. The sealed inflow conduit (inlet tube, flex section, inlet elbow) was returned assembled and detached from the pump. The apical sewing ring was not returned. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft was severed approximately 4.0" from the graft hardware. The bend relief collar was returned attached to the sealed outflow conduit. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. The pump was cleaned, and the bearings, rotor, and blood contacting surfaces were examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. Incidental finding: superficial damage and discoloration to the outer jacket observed upon removal of rescue tape. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate ii lvas patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis and hemolysis, which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿, outlines the indications of thrombus and how to respond to such events. This section (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.